Event description:
It was reported that while in the cath lab, the md inserted a sheath into the groin. The intra-aortic balloon (iab) was prepped per instruction & given to the md to insert. The md found it difficult to advance the iab through the sheath. The md removed the iab & found the shaft of the catheter was bent near the rear end of the balloon. The guidewire was also bent. The md requested a second iab & inserted it without difficulty. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.